Event description:
On (B)(6), 2010, rec'd e-mail from reporter with event date and description: the hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro tissue welder would not turn off. They changed the cable and the problem continued. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned. On (B)(6), 2010, rec'd user facility medwatch report #: (B)(4) via u.s. Mail with event date of (B)(6), 2010. On (B)(6), 2010, it was confirmed by the reporter that the event reported on (B)(6), 2010, and in user facility medwatch report #: (B)(4) are the same.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4), 2010, for investigation. Visual inspection revealed that there were no non conformities with the device and some signs of clinical usage. This issue has been thoroughly investigated in our CAPA process and is currently being monitored for long term effectiveness. Maquet has identified the most prevalent root cause of this intermittent connection to be a loose fit between the device and the extension cable. Maquet has taken steps in its mfg process to improve the fit between the connector ends thereby greatly reducing the likelihood of an intermittent connection. A supplemental report will be submitted when the investigation is completed. (B)(4).